Manufacturer narrative:
The autopulse platform (sn (B)(4)) was returned to zoll for investigation. Upon investigation, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message several times during 30:2 compression while testing with manikin. The root cause for the ua17 error message was due to damaged drive train motor. Upon visual inspection, observed damaged head restraint, thus confirming initial customer reported complaint. Unrelated to the reported complaint, noticed bent battery lock and damaged front enclosure. The top cover and the front enclosure needs to be replaced to remedy the damage. The autopulse platform is a reusable device and was manufactured in 2010 and is 8 years old, passed the expected service life of five years. Therefore, this type of damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Upon customer approval, the defective parts will be replaced and the autopulse platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The user observed broken head restraint on the autopulse platform (sn (B)(4)). No additional information was provided. No known impact or consequence to patient information was provided. The autopulse platform (sn (B)(4)) was returned to zoll for investigation. Upon investigation on 05/16/2019, the autopulse platform displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message several times during 30:2 compression while testing with manikin.